Event description:
It was reported that during a stent placement procedure, stent delivery system (sds) removal difficulties occurred. The physician successfully deployed an unspecified stent in an unspecified vessel. Difficulties occurred when the physician attempted to remove the sds balloon from the stent. "The result was good" and the physician was able to successfully remove the balloon. No post-procedure complications were noted and the patient's status was reported as "fine". Additional information was requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records related to the batch that produced the complaint device was not possible, because the batch number is unknown. The most probable root cause is operational context. (B) (4).